Event description:
It was reported that the system did not have power. This prevented the system from booting up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system power cord was evaluated and replaced. The system was tested and found to be working as intended and returned to service.